Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, a real intelligence robotic drill presented a system timeout error. Handpiece was disconnected, but this didn't solve the problem. Procedure was not able to be finished robotically and was completed by manual technique, after a non-significant delay. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h10: the real intelligence robotic drill, rob10013, (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A test case was performed and during the setup phase a "system timeout" occurred. When attempting to perform a key performance characteristics (kpc) test it was noticed that the carriage was pushed back into the drill when trying to load the burr. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and it was noted that the slip shaft was broken at the bottom and a part of the shaft was dislodged, preventing the carriage from pushing all the way out. The lock pin had adhesive present on it. The slip shaft was replaced. The drill was inspected further, and no additional defects were found. A test case was performed and could be completed without any failures. The most likely cause for the reported scenario is a broken slip shaft. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).